Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 28-feb-2021, serial#: (B)(4), UDI #: (B)(4). Device available for return? Yes, return date: 09-jan-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 26-sep-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), cardiac perforation was observed and confirmed via ultrasound. The patient blood pressure dropped and the patient was asystolic. Cardiopulmonary resuscitation was performed. The patient went into ventricular fibrillation and was subsequently shocked. Paced rhythm was observed with the temporary wire that was placed prior to the procedure. The patient then returned to ventricular tachycardia (vt) and went asystolic. The patient subsequently died.